Event description:
A report was received of difficulty charging. The patient's ipg was replaced and an x-ray was taken to confirm that the leads have not migrated. The patient is reportedly doing well.